Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-091, which received FDA approval.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was processed on (B)(6) 2024 with result "not detected". Visual curve inspection shows presence of "other b" target that was not accepted by the software due to cutoff. The sample was reprocessed on (B)(6) 2024 with result "not detected". Visual curve inspection shows presence of "other b" target that exhibits non-sigmoidal behavior. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The result was released as "other b" detected on (B)(6) 2024. The customer tested the sample for a third time with sacace biotechnologies rt-qpcr product detecting 14 genotypes of hpv. Sacace test showed the sample to be positive, therefore sample was tested as a false negative. In addition, the customer provided information that the patient has history of hpv being detected. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 394235. The run passed the validity and acceptance criteria established. Customer data review. Customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review. Device history record / batch record review: the device history records (DHR) review for the alinity m hr hpv amp kit (list 09n15-090) lot 394235 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m hr hpv amp kit (list 09n15-090) lot 394235 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result while using the alinity m hr hpv amp kit (list 09n15-090) lot 394235. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 394235 was not identified.